Event description:
It was reported that the patient underwent a revision procedure wherein ipg and leads were replaced due to an unknown reason. The explanted ipg and leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20217845/21323429/5005910.